Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has been using a catheter several times a day. When asked, the patient stated that they did not know when the patient started using the catheter. The caller said that she was reviewing some old letters that they received from the patient, which, might have been in 2017, but they do not remember. The caller said that patient is in prison, and they won't let patient have the handset and communicator because they have concerns that the external devices can be made into a cell phone.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.